Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. H3) the lld was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra), and a left ventricular (lv) lead due to non-function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight, the ra lead was removed. However, the patient's blood pressure dropped and an effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis, and the patient stabilized. An ra perforation was suspected due to traction from the lld. The decision was made to abort the procedure; therefore, the llds were removed, and the rv and lv leads remained in the patient. The patient survived the procedure. This report captures the lld ez providing traction within the ra lead, when the suspected perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.